Manufacturer narrative:
It was reported that the bed is stucked in a fully raised position and will not go down via hi-lo and also stated that the head section will not go up either and is stuck in a flat position. Customer described the first damaged wire to be the t-cable and the second damaged wire to be coming from one of the motors. But she is unable to verify exactly which motor has the damaged wire. Customer stated that the head section of the frame is cracked. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the bed is stucked in a fully raised position and will not go down via hi-lo and also stated that the head section will not go up either and is stuck in a flat position. Customer described the first damaged wire to be the t-cable and the second damaged wire to be coming from one of the motors. But she is unable to verify exactly which motor has the damaged wire. Customer stated that the head section of the frame is cracked.